Event description:
It was reported that the patient underwent a gynecological procedure to treat an enterocele, cystocele, rectocele and vault prolapse on (B)(6), 2009 and mesh was used. The patient experienced pain, bleeding, infection, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, bleeding, infection, urinary problems, recurrence, and vaginal scarring. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02306. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a vault repair with graft, cystocele and paravaginal repair with graft, enterocele and rectocele repair with graft performed during mesh implantation. This file has been updated accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) due to erosion.

Manufacturer narrative:
Additional narrative: it has been reported that following insertion the patient experienced recurrent urinary tract infection.

Event description:
Details: it has been reported that following insertion, the patient experienced recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02306. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.